Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which triggered atrial high rate episode detections. The ra lead remain in use. No patient complications have been reported as a result of this event.